Manufacturer narrative:
A specific root cause could not be identified. General possible causes include restricted sipper path / tubings and fittings, dirt on the gripper finger or sample probe, contamination in the assay cup from external sources, or deselection of high priority test. The calibration data provided was acceptable and the qc data provided was acceptable. Review of the analyzer alarm trace found many alarms indicating issues with pipetting on the date of the event. Most likely there was pre-analytic issue with the samples tested that day. It was noted the customer did not use the recommended sample tube rack adapter which ensure the sample tube is straight and reduced pipetting errors.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys total psa immunoassay results for one patient. The result for the first sample from the patient was 3.26 ng/ml and was reported to the patient and to the clinic. A second sample from the patient was drawn and tested on (B)(6) 2017 and the result was 1.89 ng/ml. This result was also reported to the patient and the clinic. There was no allegation of an adverse event. The reagent lot number was 17063000 with an expiration date of 12/31/2017. Review of the qc data indicated one level of qc was out of range on each day of testing.